Event description:
It was reported that during implant the patient experienced a perforation, chest pain, discomfort and pericardial effusion. Its repo rted that the helix detached from the lead. The helix was noted to be broken, stretched and had body tissue attached to it. It was reported that the helix become entangled in heart tissue upon the first fixation attempt. Entanglement was discovered after running lead electrical measurement tests and deciding to try another location due to high threshold. Movement of the catheter hub counter clockwise and clockwise resulted in the helix detaching from the right ventricular (rv) lead body. The helix remained in the heart tissue. The rv lead was attempted, not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that no anomalies were found. The mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter shaft was bent. Visual analysis of the lead indicated damage during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.